Manufacturer narrative:
Eval for device 1 of 2 (refer to manufacturer's report number 1627487-2009-00166 for the eval of device 2). Results: the lead as returned had a terminal end electrode broken off that was found inside the extension header. The lead as returned had been greatly modified. The paddle was cut lengthwise between the electrodes. There was suture material attached to the paddle and the lead segment was discolored. The lead was functionally tested and failed continuity. The device history and sterilization records reviewed were found to meet specification and no anomalies were found. Conclusion: the report that the lead pulled easily out of the extension and that pt did not received enough coverage could not be confirmed. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. (Refer to manufacturer's report number 1627487-2009-00166 device 2). It was reported the pt was not receiving enough coverage. The physician decided to revise the lead to improve the coverage. During the revision procedure to replace the lead, the physician stated that the lead pulled easily out of the extension without using a torque wrench. A decision was made to replace the existing extension with a new extension. Both the lead and extension were returned for eval.